Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10 the device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the loading device or the aortic cutter. The delivery device was observed outside the loading device with the white plunger not depressed. The blue safety lock was not observed in the photograph. The seal and tension spring assembly was observed outside the delivery device. The seal was observed to partially depressed at the center of the seal as if it there was an attempt to remove the seal from the aorta. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "activation problem" was confirmed. The lot # 3000310697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) seal could not be deployed successfully. The seal remained inside the delivery tube upon planned delivery. The seal didn't contact with the aorta. The white plunger was pressed. The blue slide was in an unlocked state. Then they used another product to complete the procedure. There was no procedural delay. There was no harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.